Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2017 with the following findings: pump passed delivery accuracy test and was found to be delivering accurately and within range. The black box shows the pump was running on basal index1. The basal history records each basal rate change..#2. The pump was returned with basal index1 set to: 1.10 u/hr at 00:00, 1.10 u/hr at 02:00, 1.40 u/hr at 08:00, 1.40 u/hr at 12:00, 1.50 u/hr at 16:00, 1.50 u/hr at 18:00 and 1.25 u/hr at 20:30..#. Basal settings for (B)(6) 2016 match basal index1 with: 1.10/hr at 00:01,1.40 u/hr at 08:01, 1.50 u/hr at 16:01, 1.25 u/hr at 20:31. There are no basal change records at 02:00 or 12:00 due to the basal rate being the same as the prior programmed time... The black box shows the user manually changing the year from 2016 to 2017 on (B)(6) at 09:16, leading the basal history to appear inaccurate. The basal history also shows the year going from 2018 to 2016 on (B)(6) and 2017 to 2018 on (B)(6), the black box for these dates were not available... Pump was exercised for 24 hrs with a 2.0 u/hr basal rate; at end testing the tdd showed 48.0 u. The basal history correctly showed 2.0 u- indicating the change history to be recording properly.. The tdd¿s add up correctly and reflect the users programmed basal rates. .. Pump was tested for time/date reset; the pump fails the test indicating a bt1 component defect. The audio bolus button cover is missing on the pump. Unable to perform a 10 u audio bolus due to missing button cover... Battery compartment is cracked above & below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.